Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when calcar reaming over a size 5 actis broach the trunion of the broach snapped off within the calcar miller. The broach became stuck in the bone and a burr and vice grips were needed to extract the broach. This added about 20 minutes to surgery. All pieces were retrieved.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that when calcar reaming over a size 5 actis broach the trunion of the broach snapped off within the calcar miller. The broach became stuck in the bone and a burr and vice grips were needed to extract the broach. This added about 20 minutes to surgery. All pieces were retrieved. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection reveled that the actis broach sz 5 was returned disassembled. The device post is broken, the broken fragment was returned. Additionally, the device shows notable scratches on the lot section making it unreadable. No other anomalies were observed. The observed device condition can be attributed to unintended use error. It can be determined that the reamer forces caused an excessive workload to a specific portion of the broach post, leading to fatigue fracture. As per "actis surgical technique" page 9; with the final broach fully seated, place the calcar reamer over the broach post. Apply power prior to engaging the calcar to prevent the reamer from binding. Ream the calcar to the level of the broach face. Scratches are consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis broach sz 5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved due to the observed scratched condition of the returned device. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device malfunction, device interaction (2+ devices) : jammed/seized, will no longer be reported as there has not been a serious injury associated with this failure within the past 2 years. Please consider this the last manufacturer report number submitted against this malfunction.